Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to grant visitor access to a nurse for a station. Customer tried to grant access, but the nurse¿s name had been grayed out, and the system had indicated that the nurse already had access. When the user had signed in, all they had been able to see were the discrepancy and maintenance options, user had not been able to see any patients upon signing in. Customer had mentioned that this was the first time nurse had experienced this issue. All the other times nurse had been able to grant access, and the user's names had not been grayed out. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unable to grant visitor access to a user. A technical support specialist confirmed that the customer did not appropriately select the areas the user was expected to use during rx training. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.